Manufacturer narrative:
The reported event of pop-up error message indicating a device reset occurred was confirmed. Based on the information provided, it was determined that an incompatible dongle was connected to the programmer and used to interrogate the device. Therefore, the wrong proxy was loaded for interrogation, which resulted in the ¿reset occurred¿ pop-up.

Event description:
It was reported that the patient presented in the emergency room due to the patient was feeling unwell. Upon interrogation, the implantable cardiac monitor (icm) exhibited a device reset. No intervention was performed. The patient had no adverse consequences.